Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter while introducing it. The following information was provided by the initial reporter, translated from spanish: "vialon #24g peripheral IV catheter is requested, at the time of using the catheter it is observed that it is defective, flowery.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2053926, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported that the needle pierced through the bd insyte¿ IV catheter while introducing it. The following information was provided by the initial reporter, translated from spanish: "vialon #24g peripheral IV catheter is requested, at the time of using the catheter it is observed that it is defective, flowery".